Manufacturer narrative:
(B)(4). The vyaire factory service dept. Received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a corrupted boot loader. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is flickering off and on. The customer stated there was no patient involvement associated with this event.